Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing indeterminate results (inds) and suspected false positive results while running the ctgctv2 assay. The customer run database was provided to bd service and quality for analysis, which revealed evidence of increased rates of inds on positions correlating with pipettes 2, 3, & 4. A bd field service engineer (fse) was dispatched to the customer site where they performed an instrument health check and replacement of the pumps and associated tubing on pipette channels 2, 3, & 4. Both heater muxes and readers were cleaned, and both readers were renormalized. Instrument alignments were also verified. The instrument was qualified and confirmed to operate to specifications. This complaint is confirmed by service and quality. The root cause was traced to pump component failures. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of higher than acceptable indeterminate result rates for assay positions associated with pumps 2, 3, & 4 per the assay package insert. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument, there was a false positive. The following information was provided by the initial reporter: " it was reported by the customer that they have been experiencing false positive and indeterminate results when running ctgctv2 assay. It was a onetime occurrence."

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument, there was a false positive. The following information was provided by the initial reporter: " it was reported by the customer that they have been experiencing false positive and indeterminate results when running ctgctv2 assay. It was a onetime occurrence."

Manufacturer narrative:
G5: PMA/510(k)#: k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.